Manufacturer narrative:
Concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p2j0242s eea25 - eea25 eea 25mm sgl use stapler, lot# p3c0154s medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a three-incision esophagectomy, the new stapler and reload were used to detach the gastric substance. After pressing the green firing safety, it could not be fired. After waiting for 15 seconds, it still could not be fired. After replacing the new handle and reload, it fired smoothly and could detach normally. When using the new stapler for circular esophageal-gastric anastomosis, the anvil was inserted. The esophagus was rubbed and damaged by the edge of the anvil. The surgeon stopped using it immediately, removed the anvil and performed suture reconstruction.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.